Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage at the electronic or motor assemblies. The pump had cracked case at display window corners and cracked battery tube threads. The pump had no unexpected reset alarms.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The customer stated that the screen was fogging up due to temperature. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.